Event description:
A us distributor returned a charger/modem indicating that it displayed an error code when charging a battery pack.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (displays an error code) was confirmed. As received, the charger/modem would not charge a battery pack. Upon evaluation, the q1 current controlling transistor on the bedside board was thermally damaged. The cause of the inability to charge is the thermally damaged component. The root cause for the thermally damaged q1 transistor could not be positively identified. No adverse event resulted from the contaminated charger/modem.